Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's power management board was replaced to address a "service required" code that was observed. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board issue was found to be a cracked e2 component on the board.